Event description:
It was reported that the patient's log files were sent for review to determine the duration of a pump off event that had occurred on (B)(6) 2022. Review of the log files showed that at 15:06 on (B)(6) 2022 a no external power event occurred. It appeared that both power leads had been disconnected from the battery power source. The pump continued to run on the controller's backup battery at that time. At 17:33 the driveline was disconnected and the pump stopped. At 18:06 the black power lead was reconnected to battery power, and at 18:09 the driveline was reconnected and the pump started up. It appeared that the pump had been off for 36 minutes. The patient disconnecting both system controller power leads and the driveline was identified as the cause of the events. The patient remained stable, and would be followed as an outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a driveline disconnect event resulting in a system stop; it was later reported that this was the result of a patient self-disconnect. The submitted log file was reviewed and contains data from (B)(6) 2021 through (B)(6) 2022. Starting at 17:33:22 on (B)(6) 2022, the file captured a series of driveline disconnect alarms, and the pump stopped. The driveline was reconnected at 18:09:53, and the pump ramped up to the fixed speed without issue. The driveline disconnect event was associated with low speed advisory/hazard, driveline disconnect, motor stop, and low flow hazard alarms. The pump was stopped for approximately 36 minutes. The pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on (B)(6) with no further events reported at this time. The relevant sections of the device history records for(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. The heartmate ii patient handbook is currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.